Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: endo clip iii was used and patient went home. Pt came back on 26th complaining of abdominal pain. MRI was done and patient was having bile leak. Cat scan in emergency ercp. Dr. (B)(6) that used endo clip iii) thinks that clip came loose causing bile leak, but there is no evidence.